Event description:
Facility alleged that the head on bed would not go up. No alleged injuries by account.

Manufacturer narrative:
Tech found the bed in storage area. Found head valve was not working correctly. Replaced the hydraulic valve to correct this issue.